Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The company intraocular lens is indicated for the replacement of the human lens to achieve visual correction of aphakia in adult patients following cataract surgery. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by ophthalmologist that a company lens was implanted to 3 months old baby's eye. After 5 years the child lost the eye and other surgical operations was performed without success from different doctors. Additional information has been requested.